Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The lower case, lcd (liquid crystal display) lens, and the side bail covers were broke. It was also observed that the upper case, battery release, ring cover, battery contacts, battery drawer, and battery flex were contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the unit was dropped. The housing and display were cracked. There was no patient involvement.